Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a b30 scope communication error and no image. The issue occurred during the reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes such as material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between video system center components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information from the customer.